Manufacturer narrative:
The pod was received deployed. Inspection of the pod found no damages or manufacturing deficiencies that would result in the reported infection at the infusion site. A root cause for the reported infection at the infusion site could not be determined. The pod generated an 0x44 alarm, indicating sma wire 1 is open. Inspection of the sma wire assembly found the rear wire to broken at the anchor. The rear wire resistance was measured to be above the specification limit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the leg. Symptoms reported include swelling, drainage and a blood glucose level of 400 mg/dl. The patient went to an urgent care facility and was diagnosed with a staph infection. The patient was given antibiotics and a culture was performed at the facility. Patient treated infection with neosporin and the following prescribed medications: doxycycline 100mg (to be taken twice daily for 10 days), clindamycin and mupirocin 2% ointment.